Event description:
The patient was implanted with a left ventricular assist device. It was reported that patient had been admitted to the hospital on an unspecified date with an unspecified (B)(6) infection that was being treated with vancomycin. Due to the antibiotic therapy, there was a concern for thrombus at the time; however the patient¿s plasma free hemoglobin was not elevated. The patient was discharged home on IV vancomycin and the patient¿s lactate dehydrogenase (ldh) levels reportedly remained in the 500s u/l per laboratory data from a follow-up clinic visit on (B)(6) 2015. On approximately (B)(6) 2015 the patient reported developing a fever that resolved in less than 8 hours. The patient then presented to the emergency room on (B)(4) 2015 with appendicitis and laboratory data found the patient had a white blood cell count of 18 x 10^9 cells/l, an ldh of 1811 u/l and an international normalized ratio of 1.7. The patient had a laparoscopic appendectomy. Due to the procedure, the patient was only administered heparin at the time; integrilin was added later on an unspecified date. The patient reportedly developed pump thrombosis and elected to not have a pump exchange. The patient was placed in a comfort care status and expired on (B)(4) 2015. The primary cause of death was reported to be pump thrombosis.

Event description:
Additional information was received from the intermacs registry stating: clinical signs of pump thrombosis including elevated ldh, pf hg, rising creatinine and dark urine. Patient refused exchange. Additional information also included that the patient expired on (B)(6) 2015. Patient outcome: death. Device malfunction causative factor: sub therapeutic anticoagulation. Thrombus event: signs or symptoms: hemolysis.

Manufacturer narrative:
Additional information the attached user facility medwatch report was received from the intermacs registry.

Manufacturer narrative:
The manufacturer was unable to conduct an investigation of the device because it was not explanted. A review of the device history records revealed the device met applicable specifications. Based on the information available and due to the device not being returned for analysis, no conclusion can be drawn as to the cause of this event. The instructions for use lists thrombus as a potential adverse event associated with use of the left ventricular assist system. No further information is available. The manufacturer is closing its file on this event.